Manufacturer narrative:
The philips field service engineer (fse) analyzed the system onsite and confirmed that the system was not starting. After reviewing the log fse was unable to identify the issue. Fse discovered that the reason the exposure wasn't occurring was a problem with the hand switch's jammed cine button. The hand switch button was reseated by fse. After reseated the hand switch button, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not starting. No harm was reported to philips. As per the field service engineer, the hand switch button was pressed permanently close during start up. The field service engineer inspected the system onsite and after reseated the handswitch button, the device was returned to use in good working order.